Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
Patient reported waking up to a leaking cassette while connected to the machine. There was no harm or adverse event reported. Upon follow up with the patient's nurse it was confirmed that there was no medical intervention or adverse event associated with the leak. The patient continues with peritoneal dialysis and has been completing treatments. The disposable product is not available for return.

Event description:
Patient reported waking up to a leaking cassette while connected to the machine. There was no harm or adverse event reported. Upon follow up with the patient's nurse it was confirmed that there was no medical intervention or adverse event associated with the leak. The patient continues with peritoneal dialysis and has been completing treatments. The disposable product is not available for return.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.